Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infection at infusion set insertion site on (B)(6) 2025. The insertion site got punctured skin didn't heal and got treated with antibiotics no further information available.